Event description:
It was reported by the rep the device was used during a laparoscopic hernia repair. It was reported the surgeon opened the ems stapler and fired at total of 3 to 4 firings. On the next firing the stapler jammed and would release staples. The surgeon simply opened another ems stapler and finished the procedure without any adverse effect to the pt. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.55005/j. D5; h4: info not available, device not returned for analysis.